Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2108956: (B)(4) items manufactured and released on 09-sept-2021. Expiration date: 2026-08-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year and 1 month from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.